Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. Early battery depletion was also noted on the implantable pulse generator (ipg). The lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.